Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient's spinal cord stimulation system was explanted due to inadequate stimulation. The explanted devices will not be returned.